Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: d9 (device availability - date returned to manufacturer), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Imagery of the device was also provided which showed there were two black particulates on the leaflets at the inflow side. Visual inspection of the returned device revealed multiple small particulates on the leaflets from the inflow. It had been reported that there were only two black particulates observed at the time of the report. Therefore, it is likely the rest of the particulates were introduced during the shipping and handling process. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for particulate noticed during device preparation was confirmed based on the returned device evaluation and provided imagery. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the event. A material analysis was performed on the black particulate and the sample spectrum of the black particulate was consistent to polystyrene-like material. A process walkthrough was performed to ensure none of the materials, fixtures or tooling used matches the black polystyrene-like material and there were no matches observed. Additionally, during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, "during the rinsing of the valve, two particulates were noticed on two of the valve leaflets, however they could not be removed by the medical team during the rinsing process." In this case, the black particulate was not observed upon opening of the jar. It was found during the rinsing process; therefore, the black particulate was likely introduced during the device prepping/handling process. As such, available information suggests that procedural factors (device preparation handling) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : pending device return.

Event description:
As reported from our affiliates in the united kingdom, during device preparation for a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, two particulates were observed on the valve leaflets during the rinsing process. The particulates were unable to be removed during the rinsing process and a decision was made to not used the valve. A new valve was then prepared and there were no issues with the new valve. The valve was implanted successfully.